Manufacturer narrative:
(B)(4). Method: the complaint bc161-10 bubble CPAP system was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a bc161-10 bubble CPAP system was found to be leaking. The customer also reported that the 'safety valve' was damaged. The f&p field representative had requested further information from the hospital; however, hospital staff confirmed that the information recieved was erroneous and the reported malfunction did not occur. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. It should be noted that hospital staff confirmed that the information recieved was erroneous and the reported malfunction did not occur. The user instructions that accompany the bc161 bubble CPAP system state the following: test circuit for occlusions and pressure leaks using the flow elbow provided before connection to the infant. Check all connections are tight before use and after any adjustment. Ensure air flow is present at all times. If air flow is interrupted, turn off the humidifier. Ensure any unused ports have their caps and/or plugs in place before use.

Event description:
A healthcare facility in china reported via a fisher & paykel healthacre (f&p) field representative that a bc161-10 bubble CPAP system was found to be leaking. The customer also reported that the 'safety valve' was damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc161-10 bubble CPAP system was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a bc161-10 bubble CPAP system was found to be leaking. The customer also reported that the 'safety valve' was damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The user instructions that accompany the bc161 bubble CPAP system state the following: test circuit for occlusions and pressure leaks using the flow elbow provided before connection to the infant. Check all connections are tight before use and after any adjustment. Ensure air flow is present at all times. If air flow is interrupted, turn off the humidifier. Ensure any unused ports have their caps and/or plugs in place before use.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthacre (f&p) field representative that a bc161-10 bubble CPAP system was found to be leaking. The customer also reported that the 'safety valve' was damaged. There was no patient consequence.